Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v465518, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(6), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v465518, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the right implantable neurostimulator (ins) turned off. It was noted that the left ins had not turned off. It was noted that this had happened about a month prior to the date of this report. It was further noted that this had also happened in the past. The date was unknown. The manufacturing representative met with the patient on the date of this report and checked the ins and it was off. Impedances were checked and contact 0 was greater than 2000. All other contacts appeared to be ok. Therapy contacts were c+ and 1-. It was noted that therapy was good when the ins was on. The patient did not have a patient programmer. Additional information received reported the patient¿s ins was turned on and therapy had resumed. Impedances were normal and no malfunction was noticeable. Additional information received reported the first time this had occurred was on (B)(6) 2013.